Manufacturer narrative:
The complaint allegation was confirmed, and other failure modes were identified. One unpackaged ar-9821 serial/batch number (B)(6) was received for investigation. Functional testing was not conducted due to the damage to the instrument's ceramic face. Visual inspection found that a piece of the ceramic face was broken off. The probe face/ports were burned; the instrument's shaft has dents. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device. Per dfu-0242-7 at revision 0. E. Precautions. E. Precautions. 5. Do not use excessive force when inserting or removing the rf probe. Do not insert the rf probe into an obstructed passageway. Patient injury and or product damage may occur. 6. Do not use an rf probe as a lever to enlarge the surgical site or gain access to tissue, which may result in a bent or damaged rf probe. 7. Always keep the tip of the active rf probe completely immersed in conductive irrigation fluid (saline, ringers¿ lactate, etc.), regardless of the type of arthroscopic surgery being performed. Do not use pre-warmed conductive irrigation fluids as this may result in tissue damage or thermal injury. 8. A continuous flow of irrigation fluid is necessary during use of the apollo probes. Fluid flow assists in removing tissue debris and reducing the intra-joint temperature between activations. Rf probes utilized in stagnant fluid can result in heated irrigant in the joint, which can result in tissue damage inside the joint, skin burns near portals or result in damage to the probe. F. Warnings. 8. Do not contact metal objects while the rf probe is activated, as this may cause damage to the rf probe. E1 initial reporter g2 report source.

Event description:
It was reported that during a hip arthroscopy - capsulotomy the tip of probe burnt out while surgeon was completing the surgery. Remnants of the probe head remain within soft tissue in patient as they were not visible on x-ray. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the tip of the ablator with a gap between the ceramic head and the faceplate. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.